Event description:
A hospital in (B)(6) reported via our distributor that the feedset of an mr290 humidification chamber was broken.this occurred prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation and was visually inspected. Results: the visual inspection revealed a break in the feedset tube at the connection to the chamber dome. The surface at the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot number provided. Conclusion: the damage appears to have been caused by the feedset tubing being pulled away from the chamber, possibly due to the feedset being caught or put under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any product fails this test, the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the product was released for distribution. The user instructions that accompany the mr290 state the following: -set appropriate ventilator alarms. -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.